Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported during the implant procedure that the device was attempted, but not used as the physician was experiencing difficulty inserting the leads into the header. The device was not implanted. No patient complications have been reported as a result of this event.